Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room (ER) visit with a blood glucose level of 600 mg/dl, with ketones that were identified as not dangerous by healthcare provider. The customer attempted to self-treat with a correction bolus via pump, however, was treated with intravenous fluids of saline and insulin at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.